Manufacturer narrative:
Concomitant medical products: fusion omni tome sphincterotome (fs-omni), cook wire guide locking device. Occupation: non-healthcare professional investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the wire guide lot was reviewed. The wire guide device history record contains non-conformances that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat 2 calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat 2 calibrated tip wire guide. It was noticed that the wire coating separated from the inner core near where it exited the endoscope. We were placing a plastic stent (oacl10-7). The damage did not impede the placement of the stent and the procedure was completed successfully. The wire was examined and seemed to have damage to it, hence this complaint. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initially, the following information was reported to the FDA: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat 2 calibrated tip wire guide. It was noticed that the wire coating separated from the inner core near where it exited the endoscope. We were placing a plastic stent (oacl10-7). The damage did not impede the placement of the stent and the procedure was completed successfully. The wire was examined and seemed to have damage to it, hence this complaint. The device evaluation on 14-nov-2019 determined that due to the location of the coating damage, it is unlikely this could lead to a detachment of the wire guide tip. Therefore, this event is no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information for this justification.